Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the vasoview hemopro 2 went down.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Update section: b4, g4, g7, h2, h6, h10 a lot history record review was completed for lots 3000306755, 3000303979, and 3000299554 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section" e1- corrected email. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to cut. A delay of just a few minutes to open a new kit. No harm to the patient.